Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. Follow-ups were conducted to confirm the complaint details; however, did not receive any detail. As received, the implant coil appeared to be detached from the pushwire. There was no pushwire, detached element or catheter returned with the implant coil. The implant was found to be damaged and stretched. No other anomalies were observed. Based on the reported information and returned device, we were unable to determine the event cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the coil was dropped and it was impossible to deploy correctly; therefore, it was withdrawn from the patient. The coil was found completely frayed. Evaluation of the returned device found that only implant coil returned appeared to be detached from the pushwire.